Event description:
A physician was using this product during a laparoscopic sleeve gastrectomy and the stapler would not deploy any of the staples. Opened two additional products and had the same problem of not deploying staples. This is a problem that has happened in the past. Not a new process. No pt injury.